Event description:
This is a spontaneous report by a nurse from the USA of bacterial peritonitis with culture positive for acinetobacter baumannii in a (B)(6) female patient coincident with dianeal pd2 ambuflex, dianeal pd2 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex, dianeal pd2 ultrabag and extraneal viaflex (doses, frequency and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported that on (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was admitted to the hospital for the event of peritonitis. It was not reported whether a peritoneal effluent analysis was performed. The cause of the peritonitis was unknown. It was not reported whether the patient was discharged from the hospital. Event outcome was unknown. Dianeal pd2 ambuflex, dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing. The nurse stated that the event of bacterial peritonitis with culture positive for acinetobacter baumannii was unrelated to dianeal pd2 ambuflex, dianeal pd2 ultrabag and extraneal viaflex.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h11a05038, h10l23022) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.